Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse rebuilt a waste pump to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous low k (potassium) patient results were generated on the au5800 clinical chemistry analyzer. There was no effect to patient treatment in connection to the event. The erroneous patient results were not reported outside of the laboratory. Quality controls (qc) were within the laboratory's ranges prior to the event.